Event description:
The patient reported that in (B)(6) her blood glucose was reading between 250 mg/dl to 350 mg/dl with ketones reading of over 160. Her leg and her stomach were hurting and noticed her breath smelled "fruity". About a few hours later she decided to go to the hospital and upon arrival she was admitted for diabetic ketoacidosis. They treated her with fluids and insulin intravenously. She stayed in the hospital for the next 3 days before being released. She was doing fine by the time of the call.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.